Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Upon placemant, two percloses were unsuccessful. After completion of the percutaneous coronary intervention, the impella was removed through the sheath. Upon cinching down the preclose, the suture/wire tore and arterial access maintained. Two wires were placed to deploy two angioseals. The first was successful but the second failed. The patient was uncooperative and kept moving their legs, so a 14f sheath was placed to intubate. The patient continued to bleed around the sheath. Double wire access was obtained again, the third angioseal was successful but the fourth failed. Balloon tamponade was performed, blood products were given, and the patient remained stable and intubated when sent to the cardiovascular intensive care unit. A post-procedure angiograph was performed, confirming there was no dissection or retroperitoneal bleed.